Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the preventative maintenance was required. A field service engineer (fse) unlocked the e-compartment, inspected the top cover cylinders for leaks, cleaned fluids found inside the compartment, and verified all connections while completing a full visual inspection. During service, the fse then identified that the label printer was not powered on, checked the power cable, and powered on the printer to confirm proper power. The fse logged into care fusion admin, accessed print settings, cleared the print queue, verified configurations, and successfully tested the printer by printing test labels. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user requested for preventative maintenance required on electronic compartment cylinders. However, there were no delays or adverse events or injuries reported based on this event.